Event description:
Biomed tech reported an overinfusion on this pump. Nurse reported pt was receiving her 5thh cycle of chemo. Pump was programmed to administer 500 ml, 22.7ml per hour over a 22 hour period of time. At 19 hrs the bag was empty. No pt injury has been reported at this time. Pump will be sent to baxter for evaluation.

Manufacturer narrative:
Device has been requested for evaluation. If device is received and an evaluation performed, a follow-up report will be filed.